Event description:
Device issue: failure to deploy-thumb advancer, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, resistance was met and deployment could not be completed. The safety release was activated, which released the device from the vessel. When the device was removed, it was noticed that the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.